Event description:
Nurse priming huber for port access and blood draw and the needle leaked at the hub. Manufacturer response for power huber needle, bard power loc huber needle (per site reporter). Planning a site visit due to numerous problems with these devices.